Event description:
This information was previously reported in manufacture report # 3004209178-2013-1502. Additional review determined it was a separate event. [Additional information later reported the pump would be explanted soon as the family didn¿t feel like the therapy was working well so they wanted it out. The patient¿s father never really wanted it and it was a complicated situation.] [Additional information later reported the hcp planned to shut the pump off.] [Additional information later reported the patient had developed a csf leak after the catheter was replacement was performed on (B)(6) 2013. This csf leak was identified on (B)(6) 2013 when the patient had a post-op follow up visit with the implanting neurosurgeon. When informed that a surgery to repair the leak was indicated the parent¿s stated they did not want further surgeries related to the therapy. It was also noted the patient¿s symptoms did improve after the replacement on (B)(6) 2013. When the patient was seen in the managing physiatrist¿s office on (B)(6) 2013 the patient¿s mother stated ¿ I don¿t have to pry her legs apart when changing her diaper¿ and the clinician noted the muscle tone was improved. There were no suspected issues with neither the pump nor the newly implanted catheter. The pump and catheter were operating normally and the neurosurgeon felt there was a csf leak around the outside of the catheter. The pump and catheter were explanted (B)(6) 2013 and at that time the reporter had called in to get the code to permanently shut off the pump. As of (B)(6) 2013 the patient had not been seen nor followed up by the facility since the catheter and pump were explanted.]

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).